Manufacturer narrative:
Aspiron s quality issue with screw passage through the hole of the plate occurred on (B)(6) 2020 and has been reported to u&I as a customer complaint on february 3, 2020. The surgeon had already implanted other screws and elected not to remove the screw. We conducted the investigation for this issue. As a result of dimensional measurements and reproducibility test using the same lot of screws and plates, all measured dimensions were within the acceptable range and the passage of the screw does not happen in any case. U&I has experience in developing and selling aspiron s as well as various acp systems such as maxima, c-plate, aspiron, etc. Since 2004, the accumulated number of plates sold has been approximately (B)(4) and no customer complaint has been occurred regarding this issue so far. In conclusion, we have decided to monitor this issue based on above investigation result and insufficient objective information. Additionally, the plate design will be improved to reduce the probability of the risk.

Event description:
Passage of self drill screw d3.5x18mm-vd(nc3518vd) through the plate assembly 4 level 87mm(fca4087) hole of aspiron s. Acp system occurred on (B)(6) 2020 and it has been reported to u&I as a customer complaint on february 3, 2020.